Manufacturer narrative:
MFR ref no: (B)(4). Baxter evaluated the device in question. The eval confirmed the reported "no audio" condition. Further eval found that the j1 flex was not fully seated in the input/output printed circuit board (I/o pcb). When seated correctly, the unit has audio and function correctly. The j1 flex was seated correctly in the I/o pcb with the unit functioning correctly.

Event description:
During baxter's device eval, the device was found to have no audio capabilities. There was no pt involvement.